Manufacturer narrative:
Results and conclusion summations - product performance engineering reviewed the incident info. Balloon rupture can result from an interaction with pt anatomy and/or interaction with accessories (rhv and gc). With the info provided, it is likely that the rupture occurred due to the pt's anatomy; however, without the device to examine, no determination can be made as to the root cause of the reported difficulty.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had 99% stenosis with moderate calcification and moderate tortuosity. During the first pressurization of the zeta, the balloon ruptured at 10 atm. Post-dilatation was performed with another company's balloon and the procedure was completed. No add'l event or pt info is available.